Event description:
It was reported by the field service rep (fsr) that during use of the device for a cardiopulmonary bypass procedure, the user received an error message: battery needs service, full back-up may not be available. The device was not changed out, as they finished to case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) replaced the batteries and the old returned batteries showed a charge of 24.5 volts.